Manufacturer narrative:
(B)(4)

Event description:
It was reported that in 2014 noise was observed on the lead. Lead fracture was suspected. The lead was capped and replaced. The patient later underwent a lead and device unrelated replacement procedure, which the capped lead was explanted.

Manufacturer narrative:
A fracture of the outer coil of the is-1 leg was noted at 6.0cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of noise.